Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 around 10 pm, with blood glucose of unknown. The customer emergency medical services dispatch leading to hospitalization. The customer was still hospitalized. The customer reported gap in his pancreas, high blood glucose. The customer was wearing the insulin pump during the hospitalization. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.